Event description:
It was reported that in 2006 the patient presented for treatment of scoliosis. The doctor observed that her curvature was increasing and recommended corrective surgery. On (B)(6) 2007 the patient underwent a spinal fusion surgery using rhbmp-2/acs. On (B)(6) 2009 the patient underwent a posterior fusion of the levels from t3 to l3 using rhbmp-2/acs. Rhbmp-2/acs was used through posterior approach and implanted at multiple levels of the spine. In (B)(6) of 2010, the doctor recommended a third surgery to repair the screws that had been implanted in patient. On (B)(6) 2010, the patient underwent a surgery. The patient continued feeling great pain at the site that rods had been implanted in her spine and she complained of this at follow-up visits. The patient underwent a surgery to remove a rod that had previously implanted and also rhbmp-2/acs was implanted during this procedure. The patient began to have discomfort in her back and the doctor recommended another surgery to alleviate discomfort. He informed her that the screws in her back had become loose. On (B)(6) 2011, the patient underwent a surgery to exchange the screws previously placed in her back. She has limited range of movement, tires easily, and her activities are limited by fatigue and pain.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.